Event description:
Home pt (hp) reported low drain alarm and called baxter operator assistance. While troubleshooting, hp noticed air bubbles in the pt line. Hp found the transfer set was not properly seated with the pt line. Baxter rep advised hp to start treatment over with a new setup and contact healthcare professional (hcp). Hp stated the supplies were not contaminated and hp had been unable to reach hcp. Hp continued therapy. As of 08/23/2000, hcp was unaware of this event. Hcp stated hp has had no adverse events and has not reported any problems. Per hcp, no pt injury and no medical intervention resulted from this event.